Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was received in the open position, in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted.

Event description:
It was reported that during an emergency laparoscopic appendectomy procedure, on the second firing device with a white load the device fired as it normally does however would not release form the tissue even after using a lot of force. The device had to be cut from the tissue and clips were used around the patient side. Clips were used to complete the procedure. No adverse consequences reported.